Manufacturer narrative:
At this time no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The cause of the patient postoperative complications cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient¿s attorney that the patient was a recipient of a bard mesh perfix plug (hereinafter ¿perfix plug¿). It is alleged by the patient¿s attorney that on or about (B)(6) 2015, the patient underwent surgery for repair of right inguinal hernia. A perfix plug, was implanted to repair the hernia defect. It was alleged by the patient¿s attorney that on or about (B)(6) 2017, the patient underwent an additional surgery to correct the recurrence of the right inguinal hernia and to remove the perfix plug. It was alleged by the patient¿s attorney that on or about (B)(6) 2018, the patient underwent an additional surgery to again correct the recurrence of the right inguinal hernia. Allegedly, as a result, the patient was injured severely and permanently. As alleged, patient has suffered and will continue to suffer physical pain and mental anguish. As reported, patient suffered and from chronic pain, as well as psychological stress and depression due to the alleged defective perfix plug.

Event description:
It is alleged by the patient¿s attorney that the patient was a recipient of a bard mesh perfix plug (hereinafter ¿perfix plug¿). It is alleged by the patient¿s attorney that on or about on (B)(6) 2015, the patient underwent surgery for repair of right inguinal hernia. A perfix plug, was implanted to repair the hernia defect. It was alleged by the patient¿s attorney that on or about on (B)(6) 2017, the patient underwent an additional surgery to correct the recurrence of the right inguinal hernia and to remove the perfix plug. It was alleged by the patient¿s attorney that on or about on (B)(6) 2018, the patient underwent an additional surgery to again correct the recurrence of the right inguinal hernia. Allegedly, as a result, the patient was injured severely and permanently. As alleged, patient has suffered and will continue to suffer physical pain and mental anguish. As reported, patient suffered and from chronic pain, as well as psychological stress and depression due to the alleged defective perfix plug.

Manufacturer narrative:
At this time no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The cause of the patient postoperative complications cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is being sent to provide the correct expiration date for the device.